Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient experienced a skin reaction with redness, inflammation, and the insertion site was thick (understood as swollen), at the needle puncture site. After removing the sensor, the patient had a painful hardening of the skin at the insertion site and went to see a healthcare provider (hcp). The reaction was treated with a prescription of an oral antibiotic, amoxicillin 2 times a day for 4 days. At the time of the day the patient stated the skin reaction was still the same, and that they needed to take the medication for 2 days more. If the skin reaction would not resolve with the medication, a surgery might be needed. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.